Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from fungal infection and chronic otitis media in the right ear. The user has been re-implanted with a new device.

Event description:
The user suffered from fungal infection and chronic otitis media in the right ear. It was initially reported that the device was removed to clear the infection, however, as per additional information received, explantation was recommended because of an observed damage of the device. It is not clear when or how the conductor link broke. The user has been re-implanted and is hearing well.

Manufacturer narrative:
Additional information: based on the limited information from the field, a technical device failure is alleged. However, no further details are known and the explanted device has not been received for investigation. In addition, reportedly the user suffered from fungal infection and chronic otitis media in the right ear. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue.